Manufacturer narrative:
The customer¿s report of an overinfusion could not be confirmed. Only the pca event log and customer dataset were received for investigation, however the pca event log received starts after the reported event date. The pca event log also will not contain any programming information. Programming information is contained in the pcu event log which was not provided. The root cause of the customer's experience of an overinfusion was not identified. Devices not received, log review only.

Event description:
The customer reported that a patient may have received 5 times the dose prescribed from the pca pump. The customer stated they feel this may have been an issue with their pharmacy dosing a 6 to 30 ratio instead of a 1 to 1 ratio dosage of an unspecified medication, and feel confident that this event was due to 'human error' and had nothing to do with the devices. They were interested in identifying how the pump was programmed by the clinician. There was no report of patient harm.